Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A review of the logs for the sureform staplers associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: logs show pn 480445-04, ln l13231109-0441, was installed on the system 6x and fired 4 reloads (2 white, followed by 2 green). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the stapler failed to engage with the system. Logs show error code 22020, with parameters of the error indicating that the wrist pitch axis failed to engage. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~37% completion, after a duration of ~23 seconds. Peak firing force was measured at 694 n. On install 5, the stapler failed to initialize with the system. Parameters of the error indicate that high drivetrain friction was detected. On install 6, the first clamp was successful, but was followed by a second firing failure. The firing stopped at ~47% completion, after a duration of ~33 seconds. Peak firing force was measured at 694 n. The instrument was then removed and not used in the procedure again. Next, logs show pn 480445-04, ln l13231109-0448, was installed on the system 4x and fired 4 reloads (3 black, followed by 1 white). On installs 1 and 4, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 2 and 3, the first clamp was incomplete, stopping at ~67% and ~89% completion, respectively. The 2nd firing was completed with no pauses for compression, while the 3rd firing was completed with 1 pause for compression. After the 4th firing, the instrument was removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after closing the clam on the colon and triggering the stapling with the sureform 45 stapler and a green reload, the stapling stopped at 33 percent and the cutting blade came out. A message from the system appeared noting that the fabric was too thick and that the staple color needed to be changed. The customer tried with a different 45 green reload but the same issue occurred. The stapler previously worked on a vessel with a white reload without issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically as planned. There was no harm or injury to the patient. There was a delay in the procedure of 20 minutes. The delay did not occur during a critical step of the procedure. A rectum resection with low rectum stapling was performed. The instrument/accessory was inspected prior to use by the nurse. There was no reported damage or anything out of the ordinary. The event did not involve a failure to fire. The event involved a partial fire. The event did not involve tissue being pushed forward/dragged during the firing process. The event involved the stapler jaws opening/releasing during the firing sequence. The event did not involve reload deploying staples unexpectedly. The stapling issue did not result in malformed or unformed staples. The reload had an exposed blade. There were no staples missing from the staple line that fired. There were no holes/gaps observed within the staple line. The reload did not get stuck to the tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue. There was no unplanned tissue removal due to the stapler firing failure. The issue was resolved by using a black reload.